Manufacturer narrative:
The frame on the unit was broken as a result of the incident and emc is replacing the unit for the customer.

Event description:
Customer stated that while traveling on uneven sidewalk, tipped forward.